Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed during the procedure. No arcing was reported. There is no report of injury to the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated by the failure analysis team. The instrument failed the energy delivery test/the energy delivery was very low. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The instrument grips opened and closed properly. The instrument passed the electric continuity test but failed the energy delivery test. The instrument delivered low energy on five attempts. The instrument was not fully functional. Additionally, the instrument yaw pulley at distal was found to be thermally damaged.